Event description:
It was reported that a temperature alarm occurred while the pump was charging, causing the customer's blood glucose level to rise above 250 mg/dl but not over 500 mg/dl. There was no adverse impact requiring third-party assistance. The customer stopped eating to address the high blood glucose level and attempted a pump reset. Tandem technical support decided to replace the pump and charging supplies, providing clear instructions to the customer for the return and reception of a replacement pump. The customer understood and acknowledged the steps provided. No backup therapy was available, and the customer intended to contact their healthcare provider.